Event description:
It was reported that the suture was used on a pt's thumb. It was also reported by the caller that the pt came back because the sutures came out. The sutures had popped, and there is black material that flecks off along the suture line. The physician stated that dr re-sutured the pt's thumb.